Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), painful intercourse ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pelvic pain, painful intercourse, female sexual dysfunction, abdominal pain, psychological trauma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, female sexual dysfunction, painful intercourse, pelvic pain, psychological trauma, uterine perforation and dyspareunia to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2014(noted discrepancy). Discrepancy lab data : (B)(6) 2014 - bilateral occlusion ( discrepancy with insertion date). Insertion date: (B)(6) 2014 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion; in (B)(6) 2015: migration of essure device, perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), painful intercourse ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pelvic pain, painful intercourse, female sexual dysfunction, abdominal pain, psychological trauma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, female sexual dysfunction, painful intercourse, pelvic pain, psychological trauma, uterine perforation and dyspareunia to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2014(noted discrepancy) discrepancy lab data : (B)(6) 2014 - bilateral occlusion ( discrepancy with insertion date)insertion date: (B)(6)2014 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion; in (B)(6) 2015: migration of essure device, perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: device migration, uterine perforation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.